Event description:
On (B) (6) 2010, the pt reported he had an elevated blood glucose reading this morning of 195 mg/dl with his normal range being 90-120 mg/dl. The bolused 5.0 units of insulin via his infusion device and received an e4 (occlusion) error. He later had coffee and measured his reading again and it was 260 mg/dl. During the report, he tested his blood glucose which was 192 mg/dl. No symptoms were reported. He disconnected from his infusion headset (competitor product) and primed through the tubing and received an e4. He disconnected from the tubing and primed through his device adapter without error. A request for additional training was submitted. On follow up on (B) (6) 2010, the pt reported, he woke up this morning with an elevated blood glucose reading of around 200+ mg/dl. He tried to prime his infusion set and received an e4 (occlusion) error on his insulin infusion device. He disconnected from his headset and primed through the tubing without error. He reconnected to his headset and delivered the amount of bolus he needed without further occlusion. A request for additional training was submitted. On follow up with the pt on (B) (6) 2010, he stated he changed to a different type of insulin and has had no further occlusions. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.